Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.5 hardware: iphone13.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's parent that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours. The pod generated a communication error during operation. Symptoms reported include lethargy, weakness, frequent urination, nausea, and stomachache. The patient was treated with unspecified fluids and nausea medication. The patient was discharged on the same day.